Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device upgrade procedure. Upon closing the pocket, it was the noted that the right ventricular lead exhibited oversensing of noise resulting in pacing inhibition. The physician exchanged the pulse generator and connected the lead but noise was still present. The physician then repositioned the lead so that there was a larger gap between the new lead and a previously capped lead. The issue was resolved. Patient was stable throughout.